Event description:
It was reported that a cartridge alarm occurred. The customer reverted to alternate therapy for diabetes management. The customer's blood glucose (bg) level was 513 mg/dl. A manual insulin injection was delivered to address bg.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.